Event description:
Additional information was received indicating provocative testing was performed and the noise was unable to be reproduced. The device was reprogrammed to resolve the event. The patient was in stable condition.

Event description:
It was reported that during a remote follow up, myopotential oversensing was noted on the device. Abbott technical support was contacted; however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.